Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece with the helix extended and clogged with blood/ tissue. The full helix extension length was measured to be within specification. The reported events of failure to remove lead from header and inappropriate capture were not confirmed. The lead was returned without a connector pin. Unable to test the lead insertion/ removal to the device due to the condition of the lead, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-12550. It was reported that right atrial (ra) lead was explanted and replaced due to dislodgement. Dislodgement discovered during electrical testing and the ra lead was pacing the rv. During the explant procedure the lead couldn't be removed from the header. The device was also explanted and replaced. The patient is in stable condition.